Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The specific identification of the device was not available and as a result the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for either product were identified that would have caused or contributed to the event reported. Based on the information provided, all hardware was removed in a revision surgery due to pain. The hardware was removed to check if the bones were fully fused and once removed, it was confirmed the bones were fully fused and healed. The most likely cause of the pain cannot be determined based on feedback from the surgeon. However, the surgeon stated radiographically everything looked good and upon hardware removal and there was no fault with the tmc hardware nor was it a determining factor for performing the revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed, all hardware was removed in a revision surgery on (B)(6) 2017 due to pain. The surgeon stated radiographically everything looked good but wanted to remove the hardware to check if the bones were fully fused. Upon hardware removal, it was confirmed the bones were fully fused and healed.